Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that in the context of a pseudarthrosis of a lateral malleolar fracture the implanted plate broke approximately 1 year postoperative. It was further reported that the fracture of the patient did not heal after one year and therefore a pseudarthrosis was diagnosed. It was also reported that the breakage of the plate did not occur early, as the plate was 9 months after the implantation still intact. No further information was provided. Update dw 23-may-2025: further information was provided that the screw was explanted.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the threads of the low-profile screw¿, ss, 3.5 x 38 mm, cortical were damaged. The single-use device was used/removed and returned for investigation due to the development of pseudarthrosis at the fracture site. Dimensional testing was performed and passed the test per drawing c18816-16. (See dimension results). Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error, specifically due to misaligned insertion or misalignment during the screw removal process. This may have introduced unintended stress or damage to the implant components. A secondary, related failure mode involves the development of pseudarthrosis at the fracture site, which likely contributed to prolonged instability and delayed healing. This condition may have increased mechanical stress on the implant, ultimately leading to hardware fatigue and breakage, and resulting in adverse patient outcomes for revision surgery.

Event description:
In total, 15 devices were returned to arthrex for the reported case. Two plates, twelve screws and one tightrope. No further information about an allegation was provided.